Event description:
It was reported that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) due to supraventricular tachycardia (svt). The patient is enrolled in the (B)(4) study. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.